Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient accidentally struck a table at school, resulting in a cracked ilet screen with localized darkening on the display when pressure is applied. Symptoms included no reported clinical effects. Outcomes included no impact on health, no medical intervention, and no hospitalization. Investigation included review of the reported damage and device function, including assessment of the display behavior as described by the user. Investigation of this ilet revealed physical damage to the device display consistent with user-induced impact, with the affected component being the screen and no device-generated alarms. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage from accidental impact.